Event description:
It was reported that the patient had a chest infection. It was noted that they ¿commenced erythromycin on (B)(6) 2013. It was noted that it was not related to the device or therapy and that it was not related to the implant. It was noted that it was a new illness or condition. It was noted that the patient outcome was resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
(B)(4).